Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient presented to urgent care with pain in or below the device area. The right ventricular (rv) lead had no capture, dislodgement and a perforation. The rv lead was explanted and replaced. During the procedure, it was noted that there was a suture through the right atrial (ra) lead. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.